Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger is unable to fully understand the description, the following can be derived: the device posted a high-priority alarm to indicate a deviation; there was no detail in the report which would reasonably suggest that ventilation may have stopped. The nature of the triggering condition remains unknown but it is not necessarily related to a component malfunction - the device responds to various conditions with an alarm which include also infrastructure issues (e.g. Loss of gas supply), applicational aspects (disconnection, clogged bacteria filter), patient condition (apnea) and even use errors. A reliable conclusion in regard to the root cause is not possible without the possibility to inspect the device or to evaluate the log file. From the aspect that an alarm was posted can be concluded that the issue in general does not incorporate a previously unidentified or falsely assessed risk. The unit was in operation for approx. 7 years now; state of preventive maintenance and repairs is not known to dräger. It is recommended to have the device checked by authorized personnel and to have it repaired if necessary.

Event description:
It was reported that the device suddenly posted a high-priority alarm during a running ventilation episode. As per report, the patient exhibited a temporary desaturation but the spo2 level returned to normal after introduction of a replacement device. It was explicitly stated that no health consequences for the patient were resulting from the event.